Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. It was identified that the patient has a contrast allergy. Additionally, a rash was observed on the patient's chest. The patient tolerated the procedure and was transferred to the ICU. The patient will continue to be monitored.

Manufacturer narrative:
Based on the description of the event and information available, the clinical assessment refuted the reported polymer leak, rather the patient had a contrast allergy which caused angioedema, hypotension, bradycardia and respiratory failure. The intra-operative angio shared with endologix showed the rings filled as expected. Procedural related harms include respiratory failure and cardiac arrest. The root cause of the hypotension experienced during the procedure is the patient's contrast allergy. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.